Manufacturer narrative:
(B)(4). The sample has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). One used cassette was received in reference to the reload set 163 alarm. A batch review was performed on the associated lot with no issues noted. The sample was visually inspected with no obvious defects noted and a functional inspection was performed with no alarms. The reported condition was not confirmed or duplicated. Based on the information gathered during baxter's investigation, the root cause of this report was not determined. Baxter has conducted a trend review and found that similar report has been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a case report received by baxter (B)(4). A patient reported that a reload the set 163 alarm appeared while on the homechoice (hc) device. The patient took out the casette and reloaded it. The patient stated that the membrane had detached from the cassette.the sample is available. No medical intervention or patient injury was reported.